Manufacturer narrative:
Philips service replaced the host pc and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to boot; replaced and system restored on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.